Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device onsite. Based on the information available and the testing conducted, the fse determined the root cause of the issue was loose ECG cable connection between the trunk cable and ECG lead. The reported problem was confirmed. Multiple requests were made to obtain the patient event files and device logs; however, they were not provided to philips for review. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart mrx monitor defibrillator indicating there was an ECG detection problem. The device was in use on a patient and there was no adverse event to patient or user. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx monitor defibrillator indicating there was an ECG detection problem. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Based on this the event will be considered a reportable event.